Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 2 assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during the pump exchange surgery, an attempt was made to perform defibrillation for ventricular tachycardia, but defibrillation was not possible. The combined medical device did not recognize the extracorporeal pad. At the end of the surgery, after the new pump was implanted, defibrillation was successfully performed using the same combined medical device and pad. It was suspected that there was electromagnetic interference between the defibrillator and the lvad.

Manufacturer narrative:
This event was originally reported under MFR# (B)(4) as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2022-14585. It was reported that the apical cuff was infected and cleansed by the vacuum-assisted closure system. The patient is now on heartmate3. It is unknown when the onset of the infection occurred and if the patient was symptomatic prior to the pump exchange. The infection was device related (pump pocket) and confirmed to be due to methicillin-resistant staphylococcus epidermidis. It was reported that during the heartmate ii to heartmate 3 pump exchange for infection, an attempt was made to perform defibrillation for ventricular tachycardia; however, defibrillation was not possible. The combined medical device did not recognize the extracorporeal pad itself. At the end of the surgery, when the implantation of the heartmate 3 was completed and defibrillation was performed using the same combined medical device and pad, it was correctly recognized. Electromagnetic interference between the defibrillator with pacing function and the device was suspected

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01917 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. Section e: this event occurred at (B)(6) university in (B)(6), japan. Manufacturer's investigation conclusion: the evaluation of (B)(6) did not reveal any device-related issues. A direct correlation between the device and the reported events could not be conclusively determined. (B)(6) was returned assembled with the driveline cut approximately 2.5¿ from the pump body and approximately 36¿ of the severed portion was also returned. The sealed inflow conduit and sealed outflow graft were returned and secured to their respective pump ports. Examination of the pump blood-contacting surfaces revealed no depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 "introduction" of this IFU lists infection and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 ¿patient care and management¿ lists infection and arrhythmia as potential late postimplant complications that may be associated with the use of heartmate ii lvas. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The heartmate ii lvas patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the apical cuff was infected and cleansed by the vacuum-assisted closure system. The patient is now on heartmate3. It is unknown when the onset of the infection occurred and if the patient was symptomatic prior to the pump exchange. The infection was device related (pump pocket) and confirmed to be due to methicillin-resistant staphylococcus epidermidis. No further information was provided.